Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.